Manufacturer narrative:
(B)(4). The device was not returned to the manufacturer for physical evaluation, and the lot number was not able to be obtained to date. Distribution records were reviewed to identify potential lots of this product shipped to the customer over the past 3 months. The entire set of lots have been sold and distributed. Batch records for the lots identified were reviewed and confirmed there were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Event description:
A peritoneal dialysis patient called technical services and stated she encountered air detected in cassette message and patient line is blocked message on the liberty cycler during treatment. During trouble shooting methods with technical services the patient observed fluid leaking from the patient line. Technical services instructed the patient to cancel the treatment. The patient stated they would continue the treatment with their manual supplies. During follow-up with the patient she was able to confirm that the treatment was completed. No patient adverse effects were experienced and no medical intervention was required as a result of this incident. The set was discarded.